Manufacturer narrative:
One used device was received and evaluated. Visual inspection of the device found that the male adapter of the option-lok was broken off. White drag marks were noted indicating the use of force was applied to the device. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based on the results of the investigation, the reported defect is related to the design. The spin collar option-lok "t" dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). The slightly reduced thread length may be a contributing factor. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the primary tubing set was connected to an unspecified clave port of an unspecified device and was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the nurse attempted to disconnect the IV tubing from the pt. At this time, it was reported that the option-lok male adapter broke off and a piece remained lodged inside the clave port. The clave port was replaced and the peripheral IV access device was saline locked. There were no reports of any adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. No add'l info was provided.